Event description:
Autoclave, has caused injuries to a pt of an eye center. Upon investigation, distributor found that over tightening of door locking device caused the door to pop open approx. 1/8" and allow steam to escape through this space. In this case, the safety latch functioned properly, as designed, preventing the door from opening any further.